Event description:
The customer reported wash carousel motion errors entering the not ready state involving the access 2 immunoassay system. The customer was able to initialize the instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument enters the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter shipped a new lot of reaction vessels, that was not affected by the new resin, to the customer. The customer indicated no further issues.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).